Event description:
The svc report shows that while performing incoming evaluation the ventilator failed the outlet check valve test. The nellcor puritan bennett factory svc tech (npb fst) inspected the device and replaced the outlet check valve. The ventilator's hr meter was intermittently failing also, which could result in an extended period where svc should have been performed and was not. This part is routinely changed during scheduled pm. The unit passed extended svc final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.